Event description:
It was reported that while placing a warranty replacement part back into the set, further inspection showed the other instrument in the set was damaged as well. The tip was broken and did not function. It is not known how or when the instrument was broken. No patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The threaded persuader was received disassembled and all components, including the separate green handle, were present. One of the 8 fingers on the threaded tube was broken off. The etching for the depth graduations, and notation to disassemble for sterilization, had a significant amount of brownish discoloration. Product development evaluation determined that, according to previous investigation of the same issue, improper assembly of the instrument by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied, potentially causing them to break. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).